Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out spontaneously immediately after placement.

Event description:
It was reported that the foley catheter fell out spontaneously immediately after placement.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed, a risk and labeling review is not required. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.